Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped working. Troubleshooting with tandem technical support was performed. The device turns on when plugged into a power source. Customer's blood glucose level was not impacted. Reportedly, customer has a back up pump for insulin therapy.